Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a post market clinical follow-up report received from (B)(4) medical center, in USA. The title of this report is ¿a retrospective data collection of the treatment of femur fractures with the t2 femoral nailing system¿ which is associated with the stryker ¿t2 femoral nailing system¿. This study includes research done on 52 patients requiring surgery between the period february 15, 2017 to september 1, 2019. It was not possible to ascertain specific device details from the report, or to match the events reported with previously reported complaints. Therefore, new complaint was initiated in the system for the post-operative complication mentioned in the report. This product inquiry addresses pain and tenderness over the greater trochanter for which injection to the right hip for trochanteric bursitis was given. The report states: ¿patient seven suffered a grade 1 open right femoral fracture in which they underwent intramedullary rodding. At their 6-month follow-up, the patient reported tenderness over the greater trochanter and received an injection to the right hip for trochanteric bursitis. The injection was successful and the pain in the hip was resolved.¿